Event description:
During the procedure the shaft of this device split. The catheter burst proximal to the side holes at 700 psi. The device was removed and replaced. There is no report of pt injury. The device is being returned for analysis.